Event description:
It was reported that a patient passed away coincident with peritoneal dialysis (pd) therapy. The patient died due to an unreported cause. It was not reported if an autopsy was reported. No additional information is available.

Manufacturer narrative:
(B)(4). As the device was not returned, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional relevant information become available, a supplemental report will be submitted.